Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 375.7 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient was hit by an automobile on (B)(6) 2017. The patient was admitted to the hospital with increased spasticity. The physician and staff were not able to successfully interrogate and program the pump. On one attempt, interrogation was successful. The pump was re-interrogated and it was unsuccessful. Interrogation was attempted multiple times with different programmers and it was unsuccessful. The issue was not resolved. The patient was scheduled for pump replacement surgery on (B)(6) 2017. The patient status was reported as ¿alive ¿ no injury¿. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the patient being hit by the automobile. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-aug-18. The pump was explanted on (B)(6)2017 and returned to the manufacturer for analysis. The pump was replaced with a device of the same manufacturer. It was reported that the device was removed because it was ¿not working.¿ it was ¿unknown¿ if the event occurred at a hospital, during a surgery, or had direct patient impact. The manufacturer¿s representative (rep) reportedly observed the case. The rep had not been notified of a complaint. There were no further complication reported/anticipated.